Event description:
Information was received that per the physician, the patient's seizures did not increase after vns implantation. The patient has multiple health issues which would explain why the patient felt that vns made her seizures worse. The patient's explant was not related to increased seizures. No further relevant information has been received to date.

Event description:
The patient reported that her device was explanted because it "made [hers] worse", assumed to be referring to her seizures. She noted that she later had a newer device implanted and she has better seizure control now. Clinic notes that were previously received indicated that the vns had been no help. No other relevant information has been received to date.